Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg) system the patient experienced loss of co nsciousness,  developed cerebral hemorrhage due to reduction in oxygen saturation level and hypertension. Computerized tomography (CT) scan was performed and cerebral angiogram results showed no abnormalities. Implant procedure was resumed after the patient regained consciousness. The ipg system was implanted and remains in use. No further patient complications have been reported as a result of this event.